Manufacturer narrative:
The reported event of unable to interrogate, premature discharge of battery and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that for an in clinic follow-up experiencing bradycardia. Upon device interrogation, it was noted that the pacemaker was unable to be interrogated and exhibited premature battery depletion and inadequate lo voltage (lv) output. The patient was admitted. The pacemaker was explanted and replaced. There were no patient consequences.